Event description:
The customer reported via phone call that they had cracks near the battery compartment and around the display window.

Manufacturer narrative:
Insulin pump was received with a blank display due to a faulty x-1 on the motherboard. Insulin pump was received with a cracked case at the display window corners. Insulin pump was received with no cracks near the battery compartment. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.